Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during drain 1/4 of his automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected for an unk reason. Baxter's technical service center assisted the home patient's spouse in ending the home patient's therapy early. The home patient completed therapy with new supplies per the home patient's spouse. No patient injury or medical intervention was associated with this incident per the home patient's spouse.